Event description:
Reported condition: customer reported that a screw was missing from blood pump rotor. After investigation, identified that the screws holding the face plate to the blood pump rotor were missing. Performed a visual inspection of the blood pump module and verified that the faceplate screws were in fact missing on the blood pump rotor, no other abnormalities identified. Installed the new blood pump rotor and proceeded with performing the blood pump occlusion calibration to manufacture specifications. Followed up with a simulated treatment to verify proper operation of the device. Adjusted the blood pump speed during testing to ensure the blood pump module was working to manufacture specifications and no issues or alarms identified during testing. Completed a heat citric disinfection after device verification process. Machine has been tested, verified, and disinfected per IFU. Sdx is operating to manufacture specifications and released for patient use.